Event description:
It was reported that 10 bd maxplus pressure rated extension sets experienced loose connections, and leakage. The following information was provided by the initial reporter: when hooking up to the patient, the male connector on the tport to the blunt tip cannula is not a good connection. Blood is coming out of the loose connection. This has happened 10 times.

Manufacturer narrative:
Initial reporter email: an additional email address of (B)(6) was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd maxplus pressure rated extension sets experienced loose connections, and leakage. The following information was provided by the initial reporter: when hooking up to the patient, the male connector on the tport to the blunt tip cannula is not a good connection. Blood is coming out of the loose connection. This has happened 10 times.

Manufacturer narrative:
H6: investigation summary a complaint of leakage due to a loose connection was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mpx5300-c lot number 22099431 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.